Manufacturer narrative:
As of 08/05/2021 aso evaluated unused returned product and retained samples of the same lot with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report, received by aso on (B)(6) 2021 consumer stated that the product caused her a severe reaction where the adhesive touched. We received completed customer information request (cir) from the consumer on 07/26/2021. Consumer stated that she applied the product after a skin tag removal surgery for 2 days, and upon removal on the 2nd day the skin was blistered on both sides of surgery site where the adhesive touched the skin.